Manufacturer narrative:
This supplemental report is being submitted to provide device evaluation information supplied by the manufacturer. Please refer to the following sections for the new information: d8, d9, h3, h4, h6. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found that due to disconnection in camera unit, the endoscopic image could not be displayed. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): ¿if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding and/or perforation.¿. The most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the high definition 3cmos camera head image flickered, then disappeared completely and did not jump again. The issue was found during preparation prior to sedation. There were no reports of patient harm.

Event description:
The customer reported to olympus, the high definition 3cmos camera head image flickered, then disappeared completely and did not jump again. The issue was found during preparation prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.